Manufacturer narrative:
The hospital biomed replaced the flow sensors. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, during the preoperative checkout, the flow sensor diaphragms were noted to be stuck to the top of the flow sensor housing. There was no report of patient involvement.